Event description:
Customer called to report the pump had a blank screen. It was stated that the batteries were fresh and were installed correctly. Troubleshooting was performed. The blank screen continued. Device was not dropped, bumped, or exposed to moisture.